Manufacturer narrative:
The display of this pop-up is due to the loss of the patient data. When patient data are lost, the device consider that patient data were never filled in and therefore operates as per specifications and displays this pop-up message. The loss of patient data is a known issue that may happen in the event of communication errors: the device cannot reach the encryption key that protects patient data and displays an empty patient screen. A work around would be to reinterrogate the active implantable device while ensuring there is no telemetry issue during the device interrogation in order to recover the patient data on the patient screen. This issue may occur when interrogating edis, ulys or gali ICD / crt-d. No general malfunction is suspected on the subject software. This case is retained and utilized for trend purposes. Please refer to the attached report

Event description:
Reportedly, during interrogation (smartview 3.14 version on a samtrtouch xt) a pop up was shown asking if a sonrtip was going to be implanted. The user then saw the patient screen empty. Since the user did not know she should terminate session and try again, she filled in again the information and activated manually sonr.

Event description:
Reportedly, during interrogation (smartview 3.14 version on a samtrtouch xt) a pop up was shown asking if a sonrtip was going to be implanted. The user then saw the patient screen empty. Since the user did not know she should terminate session and try again, she filled in again the information and activated manually sonr.